Manufacturer narrative:
Device eval by MFR: the device was not returned. However, a photo was provided from the healthcare facility. The image depicts the device with the stent displaced. The displaced stent is damaged and has a different balloon catheter advanced through it.

Event description:
It was reported that the stent separated from the balloon, requiring additional intervention for removal. Two 10.0x40x135 cm express ld vascular stents were selected for use. During the procedure, the physician advanced the stent delivery system into the abdominal aortic aneurysm (aaa) stent-graft at the bifurcation. However, fluoroscopy revealed that the stent was fixed but the marker moved. Subsequently, the stent dislodged from balloon before deployment when the system was in aaa graft. The physician used a 3/40/75 mustang balloon catheter in the aaa graft, then inflated the balloon and removed the stent out of the patient. Another express ld vascular stent was selected. However, the stent moved on the balloon of the delivery system and the stent became damaged. The procedure was completed using an alternate device. There were no patient complications as a result of this event. It was further reported that only one express ld stent dislodged from the balloon catheter. The dislodged stent was successfully removed using a mustang balloon catheter. A second express ld device was used, and that stent was successfully deployed at the iliac artery in the aaa stent graph. There procedure was successfully completed with the second express ld device.

Event description:
It was reported that the stent separated from the balloon, requiring additional intervention for removal. Two 10.0 x 40 x 135 cm express ld vascular stents were selected for use. During the procedure, the physician advanced the stent delivery system into the abdominal aortic aneurysm (aaa) stent-graft at the bifurcation. However, fluoroscopy revealed that the stent was fixed but the marker moved. Subsequently, the stent dislodged from balloon before deployment when the system was in aaa graft. The physician used a (B)(6) 1975 mustang balloon catheter in the aaa graft, then inflated the balloon and removed the stent out of the patient. Another express ld vascular stent was selected. However, the stent moved on the balloon of the delivery system and the stent became damaged. The procedure was completed using an alternate device. There were no patient complications as a result of this event.